Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for an impedance measurement above the programmed threshold. It was noted that there had been a gradual rise in rv tip to rv coil impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had a possible fracture. The lead had high and unstable thresholds, an occasional loss of capture, undefined impedance. Initially reprogramming was done on the lead and subsequently the lead was capped and replaced.